Manufacturer narrative:
The device was received by resmed and an extensive engineering investigation was performed. Based on all available evidence, the investigation determined that the single occurrences of system fault error messages (sf 101 and 218) were most likely due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf218). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation found single occurrences of the system fault 101 and 218. In-house testing could not reproduct the device faults . The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf218). There was no patient injury reported as a result of this incident.